Event description:
During a follow-up, insulation damage with externalized conductors was observed on x-ray. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.